Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed successfully with no evidence of leaks observed during reconstitution. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device was leaking. This occurred while transferring the contents of a vial into a minibag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.